Event description:
Event description boston scientific crm received information, that during the attempted implant of this implantable transvenous defibrillation lead, the lead not fit with the crt-d df-1 port. The physician tried to fit an is-1 lead and an is-1 plug, which worked fine.

Manufacturer narrative:
Another guidant implantable transvenous defibrillation lead was successfully implanted. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened.